Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing was observed. The shock impedance trend showed values >150 ohms. The lead was capped and a new one was implanted.